Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastrojejunal bypass surgery, stomach dissection, the two devices did not fire, the other reload was also pre-fired. A new reload and the same handle were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot# sigtrsb60axt) egia60amt, egia60amt egia 60 artic med thick sulu (lot# p3f0418) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastrojejunal bypass surgery, on stomach dissection, the surgeon was not able to squeeze the handle, the device did not fire. A new handle and reload from another company was used to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic gastrojejunal bypass surgery, stomach dissection, the two devices did not fire. A new reload and the same handle were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d3 (mrf name, street 1, MFR city, MFR region, postal code), d4 (model and catalog#, UDI), g4 (510k), h6 (rfr-fdd). Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.